Event description:
Additional information was received from a healthcare provider. It was reported that the cause of both the low impedance and oor had yet to be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for movement disorders. It was reported that the patient¿s healthcare provider encountered an oor error in (B)(6) 2017 on the patient programmer. The hcp reported that they think it is the patient programmer that is having the issue. The patient¿s healthcare provider reported impedance test results, from the call date and back in (B)(6) 2016, with the tests being performed with different patient movements. Impedances on 02 were reported to be 122ohms, 60ohms with arm movement and 61 ohms with head movement. In (B)(6) 2016 impedances on 01 were found to be 44ohms, and were found to be 599ohms at the time if the report. It was reported that the patient¿s therapy impedance is 419ohms. There were no falls related to the issues. The patient is reportedly doing fine, has therapy and no symptoms. No complications or further complications were reported.